Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Manufacturer narrative:
Sc-2316-70 (sn (B)(4)): device evaluation indicated that the lead passed photographic imaging test performed. Visual inspection revealed that the lead was cleanly cut approximately 68 cm from the distal end. Electrical tests could not be performed due to fractured cables. The damage to the lead was consistent with damages done during the explant procedure and were not considered a failure. Sc-3400-30 (sn (B)(4)): device evaluation indicated that the lead passed visual, electrical, mechanical and photographic imaging tests performed. The complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibited normal device characteristics.

Manufacturer narrative:
Additional information was received that the patient reported the device was painful and was ascertained that there was malfunctioning - lead that appeared to have had been fractured. The battery site was also hot to touch and painful. The patient underwent an ipg revision procedure wherein the ipg was replaced. Additional suspect medical device component involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that several contacts on the lead were producing high impedances. Fluoroscopy was taken and it appeared that the lead had a weak connection at the lead splitter head. The patient underwent a revision procedure wherein the lead and lead splitter were replaced. The physician believed that the tension on the lead resulted in it tearing at the lead splitter site. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient did not undergo an ipg replacement. The patient underwent a lead revision wherein new leads were replaced.

Event description:
A report was received that several contacts on the lead were producing high impedances. Fluoroscopy was taken and it appeared that the lead had a weak connection at the lead splitter head. The patient underwent a revision procedure wherein the lead and lead splitter were replaced. The physician believed that the tension on the lead resulted in it tearing at the lead splitter site. The patient was doing well postoperatively.

Event description:
A report was received that several contacts on the lead were producing high impedances. Fluoroscopy was taken and it appeared that the lead had a weak connection at the lead splitter head. The patient underwent a revision procedure wherein the lead and lead splitter were replaced. The physician believed that the tension on the lead resulted in it tearing at the lead splitter site. The patient was doing well postoperatively.

Event description:
A report was received that several contacts on the lead were producing high impedances. Fluoroscopy was taken and it appeared that the lead had a weak connection at the lead splitter head. The patient underwent a revision procedure wherein the lead and lead splitter were replaced. The physician believed that the tension on the lead resulted in it tearing at the lead splitter site. The patient was doing well postoperatively.